Event description:
Patient presented for treatment with aseptic loosening of prosthesis inserted 1987-88 at another facility where a linear revision was performed in 1990. Patient has previous history of an elbow fracture in 1985. On pathological exam, the elbow prosthesis measured 19 cm in length x 2.5 x 2.3 cm. The metallic surface was smooth and shiny and the high density polyethylene hinge had been fractured.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: expected wear/deterioration, anticipated adverse reaction - long term, other. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.